Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient was admitted to the hospital due to paroxysmal atrial fibrillation (paf) and it was noted that the right ventricular (rv) lead was not capturing. High thresholds were noted as well as poor sensing. The lead was attempted to be repositioned, but values were still not satisfactory, and out of range pace impedance measurements were noted, thus the whole system was explanted due to MRI compatibility. The system will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.